Event description:
It was reported that during a follow up visit, this right ventricular (rv) lead was found to exhibited high pacing thresholds and loss of capture (loc). An increase in threshold and a decrease in lead impedance measurements was noted. A lead replacement procedure was scheduled in the near future. No adverse patient effects were reported. This rv lead remains in service.